Event description:
It was reported that within approximately two weeks of implant that the right ventricular (rv) lead had intermittent superior vena cava (svc) coil impedance measurements of greater than 200 ohms. It was noted that all other impedance was within normal limits. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.